Event description:
As reported, the 18x4 maxi ld percutaneous transluminal angioplasty (pta) balloon ruptured during endovascular balloon dilatation of lower extremity veins while filling the balloon at rated burst pressure. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the 18x4 maxi ld percutaneous transluminal angioplasty (pta) balloon ruptured during endovascular balloon dilatation of lower extremity veins while filling the balloon at rated burst pressure. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts. A non-sterile unit of ¿maxi ld 7f 18x4 110cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed observing an axial burst on the balloon. Several kinks were observed on the shaft located approximately 36, 48, 62, 69, 97, and 105 cm from the distal tip. The balloon was returned not inflated. No other outstanding details were observed. Functional test was performed. One inflator/deflator device was attached to the inflation port. Balloon inflation test was done by applying positive pressure using the inflator/deflator device with the purpose of reaching the rated burst pressure. However, inflation pressure was not maintained due to the burst condition observed on the balloon. The balloon was inspected with a vision system observing a rupture on the surface where the water is leaking. The balloon surface presented evidence of a rupture condition and secondary scratch marks located near the damaged border area. The reported event of ¿balloon burst at/below rbp¿ was observed through analysis of the returned device since functional analysis demonstrated a rupture on the surface of the balloon. In addition, several kinks were noted along the delivery shaft. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The type of damage observed is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could probably led to the damaged condition found on the received device. It seems that the material near the damaged area was affected by a sharp object from the outside of the device. Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Do not exceed the rated burst pressure recommended on the label. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the 18x4 maxi ld percutaneous transluminal angioplasty (pta) balloon ruptured during endovascular balloon dilatation of lower extremity veins while filling the balloon at rated burst pressure. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 18x4 maxi ld percutaneous transluminal angioplasty (pta) balloon ruptured during endovascular balloon dilatation of lower extremity veins while filling the balloon at rated burst pressure. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.